Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device was received and inspected. The handle seems loose as though it is broken/ missing a spring inside that provides tension. The shaft on the device is slightly bent considerably indicating excessive mechanical force being applied on the device during use. The jaws do not operate as intended, thus confirming this complaint. This type of failure can be attributed to heavy use and exerting too much pressure in operating the device which is consistent with the description provided. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder repair, it was observed that the spring broke on his penetrating grasper when the surgeon was using the device. The sales rep confirmed nothing fell inside the patient. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep could not provide the lot number but reported the device is over 2 years old and has seen heavy use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.